Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that after cross-testing by the dealer's engineer the message ¿head error¿ occurred on the rotaflow drive. No indication of actual or potential for harm or death reported. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred after cross-testing by the dealer's engineer. The affefected drive with s/n 910131120 was sent back to manufacturer for repair. It was received on 2020-11-03 and during investigation by the service department on 2020-11-30 the reported failure "head error" could not be reproduced. Thus the drive was sent to the supplier emtec on 2020-12-07 for further investigation. On 2021-01-27 emtec was able to reproduce the reported failure and the root cause was determined as misuse of the device, which lead to a damage paltine mc1 and mc2. These were replaced by the supplier. After functional test at getinge service department on 2021-02-04 the device was sent back to the user. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).